Event description:
The rumi ii handle has broken at the handle causing a delay on our case of 1 hour and 30 minutes. The instrument was opened after the sterilization process and found to be broken. I am sure where the item was broken but we cannot use it and we must replace it with a new instrument.